Event description:
It was reported that the patient experienced unspecified issue with a male sling system. Ams 800 artificial urinary sphincter was implanted. Further information was requested and not received. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Brand name corrected.

Event description:
It was reported that the patient experienced unspecified issue with a male sling system. Ams 800 artificial urinary sphincter was implanted. Further information was requested and not received. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.